Manufacturer narrative:
Evaluation summary: the result of analysis confirmed that the guiding catheter had separated. Bends and kinks were noted throughout both pieces of the catheter. The point of separation reveals severe kinking and twisting. Quality engineering concluded that the catheter had been severely torqued prior to failure. Possible reasons for the extreme kinking which was present in the investigation could be related to one or a combination of factors: 1) overtorquing, 2) patient anatomy, 3) straightening of the distal tip during insertion of the guiding catheter into the sheath. The quality engineering department has requested that the user be in-serviced on the appropriate usage, technique and procedure for the tourguide. Quality assurance will close this MDR after the comprehensive training is completed.

Event description:
While positioning the guiding catheter in a calcified aorta the catheter kinked and separated mid shaft. The pt was sent to surgery to remove the catheter. Hosp risk mgr holding device indefinitely.